Event description:
The philips response center documented that charge button failed during the operation test however it passed on the button test.

Manufacturer narrative:
(B)(4). There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.